Event description:
It was reported by service report that the bed has no power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: the power cord was pulled out of socket on bed. Conclusion: power cord reattached to bed.